Event description:
The record contains multiple outpatient visits for referrals to neurology, pain and medication management and follow ups related to irregular menses (which started after the motor vehicle accident), neck pain, post-traumatic stress disorder due to physical abuse as a child and in adulthood and migraines. The patient's medical records state that the patient was involved in a severe motorcycle accident prior to filter placement. The incident resulted in a closed head injury, skull fracture, non-displaced c1 fracture and several lacerations. The indication for filter placement was deep vein thrombosis (dvt) of the left lower extremity. The filter was deployed in the infrarenal inferior vena cava (ivc) with the superior tip below the level of the pedicle of l1. The patient tolerated the procedure well without evidence of complications. Approximately three years and three months after the index procedure the patient underwent a hysterectomy for dysfunctional uterine bleeding this event reportedly started after the motor vehicle accident. Approximately ten years and one month after the index procedure the patient underwent a computed tomography (CT) scan for right lower quadrant pain. The results indicate that the filter was below the level of the renal veins and the filter limbs extended outside of the ivc. Bilateral lower extremity venous and arterial ultrasounds were also performed the same day. Findings noted no deep vein thrombosis (dvt) and no evidence of arterial occlusion. Approximately ten years and eleven months after the index procedure the patient was seen at a clinic regarding removal of the filter. It was explained to the patient that the physician will not remove the filter due to the risks. Low-dose anticoagulation was recommended. The notes state that the patient did not seem to comprehend that the filter will not be removed or the recommendation for anticoagulation. Approximately eleven years and eleven months after the index procedure the patient underwent an abdominal computed tomography (CT) scan. The results stated that the filter was tilted 17 degrees and the apex and inferior margins abut the ivc wall with multiple struts perforating the ivc wall.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt) status post trauma from a motorcycle accident which resulted in a closed head injury, skull fracture, non-displaced c1 fracture and multiple lacerations. The indication for filter placement was deep vein thrombosis (dvt) of the left lower extremity. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Medical history includes anxiety and depression with psych admissions, ptsd, chronic pain and headaches. The records noted that the patient was taking numerous psych medications. The report states that the filter malfunctioned including filter tilt at 17 degrees and ivc perforation by multiple struts. Approximately three years and three months post implant, the patient had a hysterectomy related to the previous trauma. Approximately ten years and one month post implant, a CT scan revealed the filter was below the level of the renal veins and the struts extended outside of the ivc. Approximately ten years and eleven months post implant, the patient was seen in consult for removal of the filter, removal was refused by the md. Approximately eleven years and eleven months post implant, CT scan revealed the filter was tilted 17 degrees and the apex and inferior margins abut the ivc wall with multiple struts perforating the ivc wall. Per the patient profile form (ppf), the patient reports perforation and tilt as well as mental anguish related to the filter. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt 17 degrees and multiple struts perforated the vena cava. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilted 17 degrees and multiple struts perforated the vena cava. Additional information received per the medical records indicate that the patient has a history of anxiety, depression and headaches. The records noted that the patient was taking numerous psych medications.     Additional information received per the patient profile form (ppf) states that the patient become aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt approximately ten years and one month post implant. The patient also reported fear related to the filter.